Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 176 mg/dl. Customer had symptom of difficulty speaking, high blood glucose and high fever. Customer was admitted into the hospital. Customer was treated with insulin drip and antibiotics due to an infection. Customer also had a slight stroke. Customer was wearing insulin pump at the time of emergency room visit. It was reported that high blood glucose may have been due to dawn phenomenon and not insulin pump.